Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("they all underwent salpingectomy and/or hysterectomy with general anesthesia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), reproductive tract disorder ("gynecological disorders"), gastrointestinal disorder ("gastrointestinal disorders"), rheumatic disorder ("rheumatologic disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders") and general physical health deterioration ("health status progressively deteriorated"). Essure was removed. At the time of the report, the medical device removal, reproductive tract disorder, gastrointestinal disorder, rheumatic disorder, ear disorder, nasal disorder, pharyngeal disorder and general physical health deterioration outcome was unknown. The reporter considered ear disorder, gastrointestinal disorder, general physical health deterioration, medical device removal, nasal disorder, pharyngeal disorder, reproductive tract disorder and rheumatic disorder to be related to essure. Diagnostic results: blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any etiology. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 12-mar-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 799 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("they all underwent salpingectomy and/or hysterectomy with general anesthesia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), reproductive tract disorder ("gynecological disorders"), gastrointestinal disorder ("gastrointestinal disorders"), rheumatic disorder ("rheumatologic disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders") and general physical health deterioration ("health status progressively deteriorated"). Essure was removed. At the time of the report, the medical device removal, reproductive tract disorder, gastrointestinal disorder, rheumatic disorder, ear disorder, nasal disorder, pharyngeal disorder and general physical health deterioration outcome was unknown. The reporter considered ear disorder, gastrointestinal disorder, general physical health deterioration, medical device removal, nasal disorder, pharyngeal disorder, reproductive tract disorder and rheumatic disorder to be related to essure. Diagnostic results: blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any etiology. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 12-mar-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 799 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Most recent follow-up information incorporated above includes: on 12-apr-2018: the case will be deleted from bayer pv database. This case was identified as duplicate of case (B)(4) . All the information of this case was transferred to case (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.